Event description:
Needle could not be pulled back into the introducer sheet"as per cc form": needle could not be pulled back into introducer sheeta section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Handle end. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. If the device is a procore needle, is the device damage located at the notch / core trap? N aif no, please specify where the damage is located: _____________________. Was gaining access to the target site difficult? No. Was the device used in a tortuous position? No. Was puncture of the target site difficult? No. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Pancreas .a. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc.. Please describe the size of the intended target site. 4 cm. If not with the device in question, how was the procedure performed and/or finished? With new pro-core . Was the device damaged in packaging prior to removal? , no. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? N a. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a,. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. If yes, please specify what was observed and where on the device it was observed.. What is the scope manufacturer and model number that was used? Olympus . Was resistance felt while inserting the device through the scope? N/a, . Was the scope recently serviced / repaired? N/a, . When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? On advancement of the sheath/needle or on needle retraction. Was the syringe used during the procedure, after the stylet was removed? N/a, . Was difficulty experienced while retracting the needle? No. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No. Was the endoscope in a flexed or twisted position at any time during the procedure? ,no. Was the stylet partially removed when advancing the needle into the target site? Yes. How many samples were obtained (passes completed) with this needle? N a. Did any section of the device detach inside the patient? Noif yes, please specify:. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
510(k) number: k142688device evaluation1 unit of lot c1745826 of echo-hd-3-20-c was returned opened in its original packaging.the device involved in the complaint was evaluated in the laboratory on 27 jan 2021. The needle did not retract into the device when the needle handle was retracted to position 0.a proximal needle break below the sheath extender was observed.clarification was requested form cook (B)(4) engineering as follows;¿as you can see from the answer to q.28 of the additional questions the stylet was partially removed when advancing the needle into the target site and therefore this would be considered user error as the ifu0077-4 states ¿"ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. Can you please confirm if the stylet partially removed when advancing the needle into the target site could potentially have led to the failure of needle break below sheath extender observed during the lab evaluation? If not, then I will request an additional pr to be opened up for the user error.¿reply was received as follows;¿from the information provided I don¿t believe the user error is related to the complaint¿as a result of the above an additional file was opened for ¿user error - stylet partially removed when advancing the needle into the target site¿prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook (B)(4). A review of the manufacturing records for echo-hd-3-20-c of lot number c1745826 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1745826.the notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿ there is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0077-4). This will be investigated under the additional file created.a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to damage caused to the needle on attachment or detachment to scope resulting in the needle breaking and not able to retract into the sheath. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction.complaint is confirmed as the failure was verified in the laboratory.according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.